Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was 146 mg/dl. The customer received another failed battery test during troubleshooting. The customer stated that she would clean the battery compartment and call back if the alarm persisted. Customer also stated that she received a battery out limit. The insulin pump was not replaced or returned for analysis.